Event description:
Additional information received reported the patient was reprogrammed around electrodes 0, 1, and 3 and electrode 2 was used. The patient was okay and therapy was effective. An x-ray did not reveal anything and there was no patient fall or infection. The cause was unknown and not resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported low impedances of 68 ohms were measured on electrodes 0, 1, and 3. X-rays were done. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.